Event description:
It was reported that the pump logs indicated a motor stall occurred on (B)(6) 2013 at 19:06 and recovered on (B)(6) 2013 at 03:30. Another stall occurred at 04:04 with no recovery. The patient did notice and increase in pain, elevated blood pressure, itching and withdrawal symptoms on (B)(6). This device system delivered hydromorphone, clonidine, and bupivacaine. Further noted the patient also experienced an increase in baseline pain, nausea, and diarrhea. Multiple motors stall with recoveries and a stopped pump period may exceed tube set message was also confirmed. The pump had been programmed at minimum rate and the physician wanted the pump shut off. The programming showed that the pump was off for 80:17. The reported stated that the pump was successfully permanently disabled. The patient was scheduled for a replacement on (B)(6).

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft -bearing. During destructive analysis it was noted there was significant residue and shaft wear on the upper shaft of gear 2. There was some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
Product ID: 8703w, lot# j94150781, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported the reason for the multiple motor stalls is unclear. The patient was large but had lost weight. The pump was on the patient's side not in the abdomen. A new pump was implanted and the catheter remained unchanged. The physician did create a new pocket and tunneled the catheter to the new site. The patient had a hard, calcified layer of tissue in the old pocket site; it sounded "crunchy" to the physician as he examined it. The physician was able to remove this tissue in the original pocket, but opted to create a new pocket for the new pump. No analysis of the tissue was done. The patient was kept for observation since the patient had been without an intrathecal pump since july. The patient went home the next day. The physician has not reported any further incident with this patient.

Event description:
Additional information reported the patient was on oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.